Manufacturer narrative:
Initial reporter: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
Note: this report pertains to one of two devices used with the same patient. Refer to manufacturer report # 3005099803-2022-05661 for the associated device information. It was reported to boston scientific corporation that implantation of a lynx system device was attempted during a sling operation for stress incontinence of (B)(6) 2021. The patient had been previously implanted with an obtryx system - halo on (B)(6) 2011, which was subsequently removed on (B)(6) 2021 due to recurrent urinary tract infections, frequent dysuria, and urethral calculus. The patient was anxious to have the obtryx sling replaced because of severe stress incontinence she has been experiencing since the sling was excised. During the procedure, after achieving general laryngeal mask airway (lma) anesthesia, the patient was sterilely prepped and draped in the dorsal lithotomy position. Attention was turned to the introitus where an 18-french foley catheter was placed and the anterior vaginal wall was injected with 1% xylocaine with epinephrine a total of 10 cc in an effort to achieve reduced blood flow to separate the tissues. The bladder was then examined with the cystoscope after removing the foley and the area where the urethral surgery had been performed was intact with a slight left lateral pocket. The foley was then returned and an incision in the anterior vaginal wall proxy 1 cm proximal to the urethra was started. The physician selected an island of epithelium that the physician excised the epithelial surface from and maintained the fascial tissue overlying the urethra. The physician then made a pocket to either side extending the incision cephalad and separated the urethra on the right and left sides. The physician then placed the sling trocar on the left side from an anterior incision using the physician's finger to guide the trocar into the vaginal incision. The physician's finger was to the left of the urethra between the trocar and the urethra. The physician then placed the sling onto this trocar and pulled it back into the wound. There was copious bleeding from the incision site on the anterior abdominal wall. Pressure was applied as the physician then positioned the right trocar. The physician then pulled the sling up into the abdominal wall area again. The physician then removed the foley and inserted the cystoscope again to inspect the bladder walls and the anterior bladder neck tissue making sure that the sling did not encroach on the bladder. The physician noted that there was leakage of irrigant into the wound which the physician thought was coming around the cystoscope; however, on carful inspection, it was coming from the urethral area. The physician then removed the cystoscope to the urethra and found that the edge of the envelope surrounding the sling was actually encroaching inside the urethral lumen in the area of the pocket that the physician saw on the original cystoscopy. Given the separation between the trocar and the urethra when the physician placed it, the physician believed that the tissue must have been too delicate and as the physician pulled the sling through, it must have torn the urethra. Unfortunately, as a result of this, the physician did not feel that they should leave the foreign material in the area and the physician completely removed the sling material. The physician placed 2 sutures in the periurethral tissue to pull the defect together using #4-0 chromic. The physician then placed the foley catheter and closed the vaginal epithelium with #3-0 chromic suture. The physician removed the 1 cm tissue that was left over the urethra. The physician completely excised this and then closed the vaginal incision. The physician then packed the vagina with 4 inch kerlix impregnated with premarin cream. The patient was then awakened from anesthesia and transferred to the recovery room in stable condition. On (B)(6) 2021, the patient was seen for a planned preoperative visit for a non-bsc suprapubic mid urethral sling. The patient was experiencing significant urinary incontinence leaking urine with position change, sneezing, coughing, laughing, and this had put her out of work as she was near constantly wet. Upon examination, the patient reported fatigue and difficulty urinating. Genitourinary examination revealed that the genetalia was mildly atrophic with no significant cystocele or rectocele. Urethrovesical junction hypermobility was definite with cough and incontinence was significant upon lithotomy position. Normal cuff was nonpalpable adnexa. The assessment was mixed incontinence. On (B)(6) 2021, the patient underwent a kelly plication suprapubic mid urethral sling cystourethroscopy procedure to treat her stress urinary incontinence using a non-bsc sling.